Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in israel. It was reported that the patient experienced an infusion set adhesive issue event on (B)(6) 2026 due to the patient tears the set from the body (a small child). The patient replaced the infusion set, and resumed insulin deliveries successfully. No further information available.